Manufacturer narrative:
Voluntary medwatch mw5147133.

Event description:
It was reported that low out of range impedance was detected on the right atrial (ra) lead and triggered a lead safety switch. Additionally, noise was noted. The lead was subsequently reprogrammed back to bipolar configuration. The ra lead will continue to be monitored. No adverse patient effects were reported.